Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast prosthesis implantation surgery with an unspecified mentor saline breast prosthesis on an unspecified side, suffered breast implant deflation post-procedure. As a result, the patient underwent implant explantation and replacement in 2013 with the following devices: (left) 375cc mentor siltex round moderate profile saline catalog: 3542660 lot: 6597657 sn: (B)(4) and (right) 375cc mentor siltex round moderate profile saline catalog: 3542660 lot: 5932027 sn: (B)(4).